Event description:
The clinical services specialist (css), on site for training, reported that during kit removal after the treatment was completed; a blood leak by the pump tubing organizer (pto) was discovered. No visible damage to the pto or the tubings was identified by the customer or by the css. The patient was reported to be in stable condition. The treatment was performed in double needle mode and human albumin was used to prime the kit. No alarms were reported. No service order was generated. The kit was not returned for evaluation; however, pictures were received for evaluation.

Manufacturer narrative:
A batch record review of lot c137 was conducted. There were no non-conformances associated with this lot. The lot met release requirements. Trends were reviewed for complaint category, pto leak. No trend was detected. No CAPA was initiated for complaint category, pto leak. Product return analysis feedback: based on the returned photos, the blood leak was confirmed. However, the cause of the leak, and whether there was a fault in the kit, could not be verified. As such, no remedial action was taken. All kits are leak tested during the manufacturing process. The assessment is based on information available at the time of the investigation. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process. (B)(4).